Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: the event date is unknown. We had some issues using your voyant devices. Below is what was noted on the adverse event form: during the intervention the device hangs on the tissues to be cut device impossible to unlock. The surgeon manages to release the jaws of the device but it remains blocked change of device (same batch) the device also hangs and when it is removed the surgeon notices a burn on the vulva on the left side ie on the clamp side. So these are 2 voyant devices from the same batch. Isolation of voyant devices from the same batch. Rus info and pharmacist call. Type of intervention: change of device. Patient status: when it is removed the surgeon notices a burn on the vulva on the left side ie on the clamp side.

Manufacturer narrative:
The event unit was returned applied medical for evaluation. However, the complainant's experience of thermal spread could not be confirmed or replicated as the conditions of the returned unit prevented the device from being able to activate. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: vaginal hysterectomy. Event description: the event date is unknown we had some issues using your voyant devices. Below is what was noted on the adverse event form: during the intervention the device hangs on the tissues to be cut device impossible to unlock the surgeon manages to release the jaws of the device but it remains blocked change of device (same batch) the device also hangs and when it is removed the surgeon notices a burn on the vulva on the left side ie on the clamp side so these are 2 voyant devices from the same batch isolation of voyant devices from the same batch rus info and pharmacist call additional information received by email from applied medical representative on 17mar22 name of procedure being performed: vaginal hysterectomy patient status : burning of the vulva the surgeon saw the patient 3 weeks later and it was ok for her the blade lever was not still engaged when the surgeon was attempting to unlatch the handle this was observed several times and then the device was completely blocked. He used another one and the device was still blocked but he reached to finish the intervention . During 10-15 minutes the device worked well and then it was blocked.. Around 10 activations the surgeon was unable to unlatch the handle he had to pull on the device to get the device out, next he tried to open the jaw outside without success there was a superficielle burnt of the vulva but not with a specific side of the device, it seems that it was a thermal spread of the jaws. "Info rus" stands for care unit manager by "device hangs on tissue" it was the nurse feeling and it was the moment that the jaws was blocked with tissus inside by the device "remains blocked" the surgeon told me that it was both the handle and blade lever the part of the device that caused the burn was the jaws type of intervention: change of device patient status: burning of the vulva the surgeon saw the patient 3 weeks later and it was ok for her.